Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: per follow-up with the customer, the doctor felt like it was due to her underlying comorbidities and did not feel like it was due to the procedure. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the patient reactions due to underlying disease state. No further reporting will be provided as this does not represent a reportable event. Root cause: a root cause assessment was performed for the hematuria. Based on the customer' s statement, both the hematuria and vomiting were related to the patient's underlying kidney disease.

Event description:
The customer reported to terumo bct customer support that during a therapeutic plasma exchange (tpe) procedure the patient was experiencing vomiting and hematuria. The customer was unsure if the procedure was causing the issues and tbct support suggested they could try lowering the inlet flow rates and ask the physician about the patient's post reaction to see if it had anything to do with the procedure. The patient was given a zofran IV as medical intervention. The next two procedures were without incident. Patient information is unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Lot number and expiry information are not available at this time. Investigation: per follow-up with the customer, the doctor felt like it was due to her underlying comorbidities and did not feel like it was due to the procedure. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported to terumo bct customer support that during a therapeutic plasma exchange (tpe) procedure the patient was experiencing vomiting and hematuria. The customer was unsure if the procedure was causing the issues and tbct support suggested they could try lowering the inlet flow rates and ask the physician about the patient's post reaction to see if it had anything to do with the procedure. The patient was given a zofran IV as medical intervention. The next two procedures were without incident. Patient information is unknown at this time. The collection set is not available for return because it was discarded by the customer.